Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7186209.

Event description:
It was reported the patient had experienced inadequate pain coverage from the start of their spinal cord stimulation (scs) trial. During the patient's midtrial programming lead sync detected a considerable offset, with fluoroscopy revealing one lead had migrated rostrally, while the other had migrated caudally. The patient underwent a procedure where the leads were replaced and put in their original position.